Event description:
Right implant deflation, left breast capsule. Bilateral replacement with hutchison. Pt entered in the compassionate use study, was not a subject in clinical safety study. Unknown if initial use of device.